Manufacturer narrative:
The insulin pump was received with intermittent button due to corroded keypad traces. The insulin pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Also received with missing end cap sticker.

Event description:
The customer reported being hospitalized due to hypoglycemia. The caller was experiencing unexplained low glucose for several days. The customer's recent glucose reading was 128mg/dl. Troubleshooting was performed. Reviewed the programming and it was correct. The customer stated that the insulin pump was exposed to an MRI while having an esophagram procedure. The caller also mentioned having issues with the keypads in the past, but they were functioning at the time of call, and the time on the device was advancing. Explained the customer that the buttons press can be delayed if they are pressed too rapidly. The caller stated that she had to press multiple times in order for the buttons to respond. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.